Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act button on the insulin pump had to press multiple times to get it respond and was harder to press. Customer's blood glucose level was unknown. Customer reported that battery compartment was cracked with pieces missing and required tape or band aid to hold in place. Customer stated that the insulin pump has run out of battery without a warning. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.